Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the connecting tube was defective and became disconnected during the alcohol flush phase of the reprocessing cycle. The issue occurred during reprocessing. There was no patient involvement.